Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on error and kept disconnecting. A technical support specialist logged in as carefusion admin, stopped the database synchronization and maintenance services, and backed up the station database, then executed database repair commands, including setting the database to single-user mode, and restored it to multi-user mode, restarted the database synchronization and maintenance services and rebooted the station, confirmed that disconnected mode was cleared and verified in health sight viewer (hsv) that the device was no longer showing as not communicating. A field service engineer subsequently reimaged the station, confirmed the device was online in remote support service (rss) and operating as expected. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server stuck on error message that database had many errors related to database not available. The customer attempted to plug and unplug network cord and restarted the machine, but sill issue persisted. There were no delay, no adverse events or injuries reported based on this event.